Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for a routine generator exchange. Interrogation showed the patient's right ventricular (rv) lead had high capture thresholds. The patient was asymptomatic. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.